Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 430 mg/dl. Customer stated that they were out of the sensor because of they misplaced the transmitter charger and serter device. It was unknown that customer was using auto mode feature or not at the time of call. The device will not be returned for analysis.